Event description:
It was reported to bioprotect ltd. That a bioprotect balloon implantation procedure was performed under general anesthesia following placement of fiducial markers. Two (2) days later, the patient complained about urinary retention, which required foley catheter placement. The catheter was removed approximately 5 days later, and the symptoms were resolved. The patient started his radiation treatment as planned.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. In accordance with the enhanced process, the company has re-evaluated this event and is submitting this MDR to ensure full compliance with 21 c.f.r. Part 803. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.